Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels after changing the infusion set. Customer's blood glucose reading was 427 mg/dl. Customer stated that she has traces of ketones. Customer was advised to do a set change as well as the insulin. Customer stated that she was fighting a bladder infection and has just finished a round of antibiotics. Customer stated that there is condensation at the quick release. Customer will call back to troubleshoot the pump. Replacement product is being sent.